Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. The reported improper or incorrect procedure or method (failure to follow instructions) could not be replicated in a testing environment as it was related to user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). The other additional mitraclip referenced is being filed under a separate medwatch report number. Exemption number e2019001.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a prolapsed anterior leaflet. A mitraclip (90718u223) was advanced and grasping was attempted, however it was noted that the anterior oriented gripper would not drop. After several failed attempts to lower the gripper, the undeployed clip was removed from the patient anatomy and replaced with a new device. A second clip delivery system (cds) was successfully implanted, reducing mr to 3. To further reduce mr, a third mitraclip (90815u179) advanced and during the first grasping attempt, it was noted that the posterior oriented gripper did not drop. After several failed attempts to lower the gripper, the undeployed clip was the removed from the patient anatomy. At this point, cds 90718u223 was tested outside the anatomy and both grippers were able to be lowered, therefore this clip was introduced into the patient anatomy again. However, once grasping was achieved it was noted that the pressure gradient exceeded 5 mmhg therefore the clip was not deployed and removed from the anatomy. Post procedure mr was 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.